Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a follow-up visit, while performing device atrial thresholds, the patient went into a spontaneous cardiac arrest. Furthermore, the "code team took care" of the patient. The device remains in use. No further patient complications have been reported as a result of this event.